Manufacturer narrative:
The customer replaced the power management printed circuit board assembly (pcba) to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device powers up then shuts down. Patient involvement was reported, patient harm unknown.